Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the cleo® 90 infusion set, the patient's blood glucose levels started to rise. The patient reported that they noticed the rise in their blood glucose on the night of (B)(6) 2017. The patient attempted to fill tubing on (B)(6) 2017; however, no drops of insulin were noted coming out of the tubing. The patient went through 29 units of insulin with no drops observed. According to the report, the highest the patient blood glucose levels rose due to the reported event was 531mg/dl; however, at the time of the report, the patient blood glucose level was 255mg/dl. The patient did not check their ketone levels. It was reported that the patient administer multiple daily injections to resolve their high blood glucose. During trouble shooting, it was determined that there was possibly a blockage within the tubing of the device. The patient replaced the device tubing and primed until insulin drops were seen. The patient then resumed insulin therapy and delivered a correction bolus. It was reported that the device was in patient use for 2 days prior to the reported event. It was reported that no patient injury occurred. The patient did not observe any issues with the device when the package was first opened.